Manufacturer narrative:
(B)(4). A visual inspection of the unit found the touchscreen shattered and the rear of the unit pushed in. Although the source of the damage could not be determined, the generator appears to have been dropped. Investigation found the unit¿s rem function was not working properly. The investigation isolated the failure to the damaged display assembly. Interior inspection of the generator found damage to one of the boards. The damage to the generator, both internal and external, could cause a malfunction of the generator as seen by the service center. The display assembly was replaced. The generator was calibrated and testing found it to function normally and within specifications.

Event description:
The customer reported that prior to the procedure, the unit's rem indicator instantly turns red when a pad is connected to the rem port, but turns green when pad is removed. The unit was tested by the site¿s biomedical engineer and found that activation of a pencil was possible with no pad connected to the rem port. Actual rf output was not tested for, but activation tones were heard. The unit is unable to be activated when a pad is connected.